Event description:
Complaint received alleged that the head section would not go down. No impact reported. Unit located in basement.

Manufacturer narrative:
Technician found that the head section was stuck in the "up" position. No CPR available. Replaced the head hydraulic cylinder to resolve this issue. Bed found in basement.